Event description:
It was reported during a da vinci-assisted procedure the site experienced a check cord message on their e-100. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: the customer confirmed the system powered on without issue. When the message occurred with the e-100 generator, the staff swapped over to the integrated electrosurgical unit (iesu) to complete the procedure as planned without further issue. There was no report of patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to confirm the customer reported issue. The e-100 generator would not recognize the instrument and would display the error message "check energy cord." The fse replaced the e-100 generator to resolve the issue. Isi received the e-100 generator unit involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to replicate the customer reported complaint. This unit was installed into the test system and it failed. The power led turned red, the bipolar led was not turning on, and could not cut/seal. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: after the start of the procedure or staff encountered a message to check the e-100 cord. The or staff tried to shutdown the e-100, but there was no change to the issue and the site swapped to the integrated electrosurgical unit (iesu) instead of the e-100 generator to complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.